Event description:
During a laparoscopic myomectomy procedure, the instrument was prepared for use. The generator signaled that it is ready and that everything was okay. Intracorporal at the first beginning the generator of the uc signaled that problem occurred with the instrument. They reassembled the instrument, but it did not work again. They took another new instrument from the same box, but it happened the same. The instrument did not work. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
Device b batch= t91r19, expiration date= 09/2008, manufacture date= 10/2003. Additional lot# t4y179. Based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that device a was returned with the blade gouged and cracked. Device b was returned with the distal tip of the blade broken off and gouged. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The batch history records were reviewed with no anomalies noted during manufacturing.